Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: a complaint history check was performed and this is the 1st. Related complaint for incorrect/missing label information on lot # 6153990. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that expiration date was "no" on the box with a bd ultra-fine¿ pen needles. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported the expiration date was not present on the box. Additionally, the bd sales consultant provided the following additional information: pharmacist called to inquire about expiration dates on a box of the bd ultra-fine 12.7mm pen needles and a box of the bd 12.7 mm insulin syringes. Stated both boxes do not have expiration dates on them. Stated both boxes have a copyright date of 2007 on them. Stated the box of pen needles was unopened. Advised pharmacist of how the expiration date is determined using the copyright date and lot #.